Manufacturer narrative:
This device is not available for return at this time. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this product was explanted due to a staphylococcus infection. No additional adverse patient effects were reported.